Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device release entire drawer when a medication was selected. A technical support specialist (tss) found that the customer provided incorrect or shortened medication ids (74721, 13055, 3652, 13055), and no removal activity was found for these. Logs showed general errors for drawer 2.1 but none for drawer 1. Tss recommended actions included complete unload and reload of affected meds in proper drawer sequence. Suggested fst visit to reseat cables and swap controller board if issues persist and case closed with rca provided. The system functioned as intended after the technical support specialist troubleshot the device.